Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. He012zs) for female sterilisation. The patient had a medical history of migraine, multiparous, pelvic pain, weight gain, hair loss, secondary dysmenorrhea, perineal pain, uterovaginal prolapse, incomplete, pelvic pain female, metrorrhagia and overweight. Previously administered products included: depo provera and mirena for birth control and diazepam, keflex-c, ketorolac tromethamine, monistat, ondansetron, prenatal plus and zofran 4 zydis. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 1990 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (laproscopic total hysterectomy with bilateral salppingectomy uterosacral colpopexy aand cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6) 2017 discrepancy noted removal date of drug updated to (B)(6) 2023 good bilateral placement is confirmed, and 3 coils were seen protruding into the cavity on the right and 7 coils were seen protruding into the cavity on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.787 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: history provided by ordering physician: post operative check of tubal occlusion for essure procedure. Technique : informed consent was obtained . A vaginal speculum was inserted. The cervix was cleaned with betadine. The cervix was cannulated with a hsg balloon tipped catheter. 20 cc of lsovue-30°0 was injected· into the uterine cavity under direct fluoroscopic visualization finding : preliminary scout film demonstrates bilateral microinsert coils within the fallopian tubes. Uterus: no filling defects. Normal configuration of the uterine cavity. Good cornual filling is noted. [Pathology test] on (B)(6) 2023: surgical pathology report : uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium. Myometrium and uterine serosa with no significant abnormality. Cervix with acute and chronic inflammation and reactive changes. Fallopian tubes with essure coils identified grossly, otherwise with no significant abnormality gross description: uterus cervix fallopian tubes, prolapse source: uterus, cervix, fallopian tubes uterus, cervix, bilateral fallopian tubes. In place along the bilateral cornu are essure coils, extending 0.5 cm into the proximal right fallopian tube and 0.7 cm into the left proximal fallopian tube. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Reporters added medical history & lab data updated . Product lot number & indication added . Drug start date and stop dates updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. He012zs) for permanent contraceptive tubal implant. The patient had a medical history of migraine, multiparous, pelvic pain, weight gain, hair loss, secondary dysmenorrhea, perineal pain, uterovaginal prolapse, incomplete, pelvic pain female, metrorrhagia and overweight. Previously administered products included: depo provera and mirena for birth control and diazepam, keflex [cefalexin], ketorolac tromethamine, monistat, ondansetron, prenatal plus and zofran [ondansetron]. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2023, 1990 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy uterosacral colpopexy and cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted insertion date of drug updated to (B)(6) 2017 from (B)(6) 2017. Discrepancy noted removal date of drug updated to (B)(6) 2023 from (B)(6) 2023 good bilateral placement is confirmed, and 3 coils were seen protruding into the cavity on the right and 7 coils were seen protruding into the cavity on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.787 kg/sqm. [Hysterosalpingogram] on (B)(6) 2017: history provided by ordering physician: post operative check of tubal occlusion for essure procedure. Technique: informed consent was obtained. A vaginal speculum was inserted. The cervix was cleaned with betadine. The cervix was cannulated with a hsg balloon tipped catheter. 20 cc of lsovue-30°0 was injected· into the uterine cavity under direct fluoroscopic visualization finding : preliminary scout film demonstrates bilateral microinsert coils within the fallopian tubes. Uterus: no filling defects. Normal configuration of the uterine cavity. Good cornual filling is noted. [Pathology test] on (B)(6) 2023: surgical pathology report: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: secretory endometrium. Myometrium and uterine serosa with no significant abnormality. Cervix with acute and chronic inflammation and reactive changes. Fallopian tubes with essure coils identified grossly, otherwise with no significant abnormality gross description: uterus cervix fallopian tubes, prolapse source: uterus, cervix, fallopian tubes uterus, cervix, bilateral fallopian tubes. In place along the bilateral cornu are essure coils, extending 0.5 cm into the proximal right fallopian tube and 0.7 cm into the left proximal fallopian tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report